Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, customer was using novolog supplies for over 72 hours. Bg was addressed via a correction bolus, a manual injection, and an infusion set change. The customer was instructed to consult with healthcare provider regarding bg level. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer replaced the cartridge and continued insulin therapy.